Event description:
A copy of medwatch voluntary report was received from the user facility.a pt underwent surgical procedure. During the surgical precedure the sharp nerve hook broke. Both pieces were found and retrieved. No pt injury was reported. The instrument was discarded by the hospital.